Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the surgeon attempted a right hand split thickness skin graft with the zimmer electric dermatome on the right thigh of the donor pt. The thickness was set to .08 and the skin graft allegedly went through the full thickness of the skin and into the fat of the thigh. The procedure was delayed while a third dermatome was brought in. Additional clinical info determined that this device was the second device used for this surgery. The initial device was found to be unable to engage with the blade making it unusable for the surgery. The current device referred to in this complaint was retrieved on loan from a neighboring facility. Initially it was thought that possibly the blades of the device had been placed upside down leading to the pt harm. However, the facility was visited and the med staff demonstrated their procedures leading up to the surgery. It was demonstrated that they placed the blade into the device correctly but it was observed there was a slight overhang of the blade which wasn't a normal observed issue. It was unable to determine the issue and the hope is that the cause will be determined when the device investigation is completed. A third device was obtained and used to complete the surgery without any issue.